Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was in the 600 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed no delivery followed by a motor error alarm during rewind. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer stated that the no delivery alarm was resolved by an infusion set changed. Customer also reported to have experienced a high blood glucose reading in the 600 mg/dl on (B)(6) 2017 and a blood glucose reading of in the 400 mg/dl on (B)(6) 2017. Customer treated with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The reservoir is not expected to return for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. For additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.